Event description:
It was reported that this pacemaker exhibited atrial undersensing. Technical services (ts) was contacted and provided reprogramming sensing options. This pacemaker remains in service. No adverse patient effects were reported.